Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 2.25 x 2mm and the de novo target lesion was located in the non tortuous and non calcified coronary artery. A 3.00 x 24mm synergy ii drug-eluting stent was advanced for treatment; however, resistance was encountered. The device was removed and it was noted that there was a problem with the stent struts. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.